Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient suffered a fall after which time the scs system no longer functioned effectively. Surgical intervention was undertaken, explanting and replacing the system thus resolving the issue.